Manufacturer narrative:
The event occurred on an unspecified date in may to june 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) minicaps were cracked which resulted in iodine leakage. The crack was"16th of an inch long where it meets the transfer set". This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not received and therefore, could not be evaluated. However, one (1) companion sample was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. An underwater pressure test was also performed with no issued noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.